Event description:
Additional information reported that technical services reviewed log files on 27feb2020 and continued to observe driveline fault alarms. It was recommended to exchange the system controller. It was later reported by the vad coordinator that all troubleshooting avenues had been completed, including an unsuccessful replacement of the external portion of the driveline on (B)(6) 2019, and that the patient had declined a pump exchange for further treatment of the driveline fault. The log files were submitted to monitor further deterioration of the patient's driveline.

Manufacturer narrative:
Section b5: additional information. On (B)(6) 2019 external driveline replacement related manufacturer report number: 2916596-2019-04438.

Manufacturer narrative:
Manufacturer's investigation conclusion: low flow events were confirmed via the submitted log files. According to the account, the low flows were caused by either hypovolemia or hypotension. A direct correlation between the device and the reported hypovolemia and hypotension could not be conclusively determined. Furthermore, a direct correlation between the device and the reported hematomas could not be conclusively determined. The submitted system controller log files captured a total of 31 low flow hazard events throughout the log files. These low flow hazard events occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. The driveline fault alarm was active throughout both log file. This driveline fault alarm was addressed under MFR #2916596-2019-04438. No other significant changes in pump parameters were noted and no other atypical alarms were captured. The submitted log file appeared to show the system operating as intended. As of 13dec2019, it was presumed that the hypotension due to either hypovolemia or hypotension was the cause of the low flow alarms. The patient remains ongoing on vad support. Bleeding is listed in the hmii IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Hypovolemia is also listed as a potential risk, adverse event, and potential late postimplant complication. The patient care and management section of the hmii IFU provides information regarding anticoagulation and measuring blood pressure. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The hmii IFU also notes that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous driveline splice was covered under MFR # 2916596-2019-04438; no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient has a known driveline fault. The log file continued to capture driveline fault events. The driveline data showed a conductor in phase c may be fractured. Patient did not undergo a driveline replacement. Patient had previous driveline damage. No products were exchanged. No further information was provided.